Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the system did not boot up and there was no display on the data monitor. The system started running after the host pc was manually restarted. During troubleshooting, the rse suggested to replace the host pc. The system did not log at the time of event. This is consistent with a host pc malfunction, as it indicates that the host pc, which is responsible for recording system logs, was down at the time of event. The philips field service engineer (fse) inspected the system onsite and replaced the host pc &hdd (hard drive disk), performed system configuration and reinstalled system software. The defective host pc was returned for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.